Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The customer alleges that during patient preparation procedure, a gas connector detached from the sher-I-bronch tube causing a delay in starting the procedure. No patient injury reported.